Manufacturer narrative:
The drill attachment was retuned to the MFR based on the results of the device eval, it was discovered that the upper end of the rotor assembly was worn. If the rotor assembly is not able to properly engage the drill attachment, then the attachment will not function. The rotor assembly will be replaced and the drill will be returned to the user facility.

Event description:
It was reported that during an otological procedure, the drill seized up and would not operate multiple drill attachments. An approximate 90 minutes delay was experienced while backup equipment was located. The pt was under anesthesia during this time, but was not adversely affected. No user injury was reported, and no other adverse consequences were alleged with this event.